Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a total hip procedure, the blade was stuck in the femoral neck and broke from the cartridge. No further information is available for this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total hip procedure, the blade was stuck in the femoral neck and broke from the cartridge. No further information is available for this event.